Manufacturer narrative:
Serial number was not provided. (B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. Device evaluation: the lens was not returned for analysis as it was lost. The serial number is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary surgical procedure from the patient's operative eye. The reason for explanting the lens was not provided. Reportedly, the explanted lens was lost and is not available for evaluation. No further information was provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing record cannot be reviewed since the serial number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.